Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window. Cracked battery tube threads noted during visual inspection.

Event description:
Customer reported that she had unexplained high blood glucose of 542 mg/d and came to doctor office. Customer stated that the doctor gave him an insulin injection. Paramedics were called and customer was hospitalized. The blood glucose reading was over 400 mg/dl at the time the paramedics arrived. Nothing further was reported.